Event description:
It was reported that, "while taking off hybrid plate, one screw came out. While removing 2nd screw, the tip of the inserter broke off. The tip was taken out of the screw and was discarded."

Manufacturer narrative:
Method: visual inspection, device history review, complaint history analysis and risk assessment. Results: the device was inspected and it was confirmed that the tip did fracture, the tip was not returned. The device history was reviewed and no relevant deviations were reported. There have been 98 previous complaints involving 101 units. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation. The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft." There were no reports of adverse consequences to the patient as a result of the instrument breakage. The reflex-hybrid revision driver draw rod tip is made from biocompatible material to mitigate the risk of it potentially remaining in a patient. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft."